Manufacturer narrative:
A partial lead with the distal tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 15.5-16.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that the lead was capped and replaced due to pacing lead impedance issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.